Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20173431, exp date 10/31/2010).

Event description:
Caller reports that during a correlation study, the following coaguchek s/coaguchek xs results were obtained: 1.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.